Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead did not deliver required pacing exhibited pacing. The lead was found to be dislodged and also exhibited loss of capture. An invasive procedure was performed in which the lead was explanted. Additional information was received indicating that the lead dislodgement was confirmed via an x- ray. No additional adverse patient effects were reported.